Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's pitch down cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables were not damaged at the instrument's wrist. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that a broken cable was identified on the prograsp forceps instrument. Customer could not provide any further information other than a broken cable. On (B)(6)2014, intuitive surgical, inc. Contacted the initial reporter of this complaint to obtain additional information regarding the reported event. The initial reporter indicated that she has reached out to find out when this happened or was identified and was not able to obtain any information. There were no reports of anything falling into the patient or any patient injury.